Manufacturer narrative:
This reported event is on the same patient involving two separate products and associated with MDR #1225714-2013-01049.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2010 after the use of the product.

Manufacturer narrative:
The following medwatch reports are associated 2937457-2013-00189, 1225714-2013-01046, 1225714-2013-0104+, 8030665-2013-00595, 1713747-2013-00427, 1713747-2013-99944.

Manufacturer narrative:
Medical records were provided and reviewed by the post market clinical staff and physician. The pt is a (B)(6) male dialysis pt with history of end-stage kidney disease mellitus diabetes, hypertension, renal failure, and CABG. Pt had a renal transplant possibly in 2009 and started hemodialysis in (B)(6) 2008. The latest labs on record of (B)(6) 2010 indicated bicarb of 24 and k 3.9 to be within normal value levels. Based on the info received, pt's medical history hospital records and certificate of death, the pt had several comorbidities contributing to his demise. Pt with a failed kidney transplant, initiated on hemodialysis for renal replacement therapy was found unconscious and in ventricular fibrillation during his treatment on dialysis. The leading cause of v fib is cardiac disease. At this point, there is no indication of anything unusual during the hemodialysis treatment prior to this event. There is no history of device malfunction or products out of specification. Upon arrival pt received bicarbonate, which is the standard medical procedure to the acidosis in pt on dialysis and/or in cardiopulmonary arrest. The certificate of death indicated cause of death was coronary atherosclerosis with diabetes mellitus as the significant contributing condition. Product identifiers were not provided for evaluation. Subsequently, a historical record review of the production lots identified through the treatment record review was conducted with no documented exception reports identifying causal relationship to the alleged product complaint event. All device history records (DHR) are reviewed and released according the review and release of device history record. The product is mfg to meet aami requirements using validated processes, and released based on a determination that the finished product meets those requirements.

Event description:
The following is based on the medical records provided by the pt's attorney. It was reported the decedent was in dialysis on (B)(6) 2010 and approx 1 hour into dialysis treatment, the decedent arrested and passed out. CPR was administered. Cardiac rhythm was in ventricular fibrillation. Decedent was taken to the hospital and pronounced dead at 8:40 a.m. On (B)(6) 2010, on emergency medicine for renal failure and dehydration. On (B)(6) 2010: patient was transferred to the hospital with symptoms of renal failure and possibly allograft kidney rejection. Pt is presenting with likely kidney rejection secondary to not taking immunosuppressive. Discharged (B)(6) 2010. On (B)(6) 2010, vital signs recorded pre/post dialysis treatment, bp sit pre 108/47-post 95/68, bp std pre 98/47-post 0/0. Pulse pre 75-post 112 temp pre 97 6-post 0 0. Hd treatment flow-sheet date (B)(6) 2010 formula 2k 2 25 ca bicarb 38 access type av fistula (right brachial artery) certificate of death revealed extensive myocardial fibrosis, consistent with remote myocardial infarct variable hypertrophy or myositis, calcific coronary atherosclerosis. The cause of death was coronary atherosclerosis and diabetes mellitus as the significant contributing condition.

Manufacturer narrative:
Add'l info has been requested and will be submitted upon receipt accordingly. This is one event for the same pt involving six separate products; associated MDR numbers: 2937457-2013-00189, 1225714-2013-01048, 01049, 8030665-2013-00595, 1713747-2013-00427, 99944.

Event description:
The add'l info alleges the pt arrested due to alkalosis or elevated bicarbonate levels. Automatic external defibrillator was administered and shock was given. Pt had no pulse for at least 12 minutes before he arrived at the emergency room.